Event description:
It was reported that this right atrial (ra) lead was returned and analysis was performed, on visual inspection no anomalies were confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a insulation damage. No additional adverse patient effects were reported.